Event description:
As reported by the user facility: incident happened "a month ago". Received an incident report for your product ultrasite that was on a pt's PICC line. When she was done with an antibiotic infusion, she was detached. Pt went to walk into bathroom and started to bleed out at site. Once valve was assessed it showed that the little blue piece in the valve was missing and not located. Customer stated it was an injury, although when asked if medical attention was given to pt, all she stated was that the pt's valve was replaced, not the PICC line. The blood was contained and controlled. Pt did not have any ill affects from the incident report. There is no way to track the lot number. No additional follow-up info was provided by the facility after several attempts were made requesting additional info.

Manufacturer narrative:
One used sample was returned to the manufacturer to be evaluated. The tip of an unknown clear male taper was visibly broken off inside the ultrasite valve of the returned product, causing the blue piston to remain depressed. The blue piston part of the valve could be seen under the lodged clear taper. This incident appears to be attributed to user/product interaction when disconnecting the mating part from the valve and does not seem to be attributed to any manufacturing defect. There have been no other reports of this nature reported against the reported part number or lot number.